Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user¿s caregiver contacted support after traveling without insulin and requested guidance to shut down the ilet pump. Support provided troubleshooting and education to power down the device, and no further assistance was required. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no hospitalization, no emergency care, and no transition to alternative therapy after shutdown. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction or component failure, and the event was attributed to use without available insulin leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related circumstances and use not consistent with labeling.